Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument blade broke. A fragment fell inside the patient and was retrieved during the same procedure. An unspecified post-operative test was reportedly performed.

Manufacturer narrative:
Updated fields: d9, h6, and h11. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic surgical procedure, the blade component of a harmonic ace instrument broke and fell inside the patient. The fragment was successfully retrieved during the same surgical procedure which was completed robotically without any injury to the patient. The retrieved fragment was probably discarded and will not be returned. Additionally, there were no reported post-operative complications due to retained foreign objects, nor any re-hospitalization for the patient. Isi received harmonic ace instrument to perform failure analysis. The harmonic ace instrument was found to have one blades broken at the base. A piece measuring approximately 2.0 mm x 7 .33 mm in size was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.